Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, a customer called into intuitive technical support during an ongoing procedure to report that yesterday, they exchanged the e-100 out for the erbe due to the e-100 not working properly. The activation sound is way too loud, and it wasn't possible to reduce it, since turning the corresponding potentiometer has no affect. Surgeon activated the e-100 and the technical support engineer (tse) confirmed that it is way too loud. Apart from this, the installed vessel sealer on the e-100 did not have the expected effect to the patient vessel. Surgeon was not willing to use the e-100 any longer. No harm to the patient had been reported. Surgery was going to be completed as planned by connecting the vessel sealer to the erbe generator. Sealer was working as expected with the erbe generator. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive e-100 generator involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. This unit was installed onto the test system and failed testing. The unit volume cannot be adjusted and made a loud noise. The volume was not lowering when tried to turn the volume button. The unit turns on/off and was able to use the seal/cut function.

Event description:
Refer to h10/h11 for follow-up information.